Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that an asymptomatic patient presented during a scheduled follow up. The device showed an incorrect eri date. It was determined that the patient previously had an ablation treatment that caused corruption leading to device showing incorrect elective replacement indicator (eri) date. Device download was performed successfully.

Manufacturer narrative:
The field complaint of device at eri/diagnostic anomaly was not confirmed. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).